Event description:
Internal "blood" leak of the dialyzer reported by health care professional. Presumed to be a fiber leak, as blood was confirmed in the dialysate. The pt's extracorporeal blood was discarded, according to facility procedure and a new setup of dialyzer and bloodlines was primed. Ebl 170 ml for the discard of circuit. The pt experienced no adverse effects due to the leak and no med intervention was indicated. This is a single use facility. MDR filed on the blood loss. 3/2/98 nurse manager reports that the actual sample has been disinfected and held for eval.

Manufacturer narrative:
One used dialyzer, filled with blood, received for evaluation; it had not been rinsed or flused. After decontamination, the dialyzer passed bubble-point testing for leaks. By analysis, co was unable to confirm a damaged or broken fiber that would have reulted in an internal blood leak. A possible broken fiber could have clotted off due to residual blood that was left inside of the dialyzer during transport. Customer letter sent with further information about preparing the dialyzer sample for analysis and transport. There were no significant or unusual trends seen wit this catalog and lot number. Co will continue to monitor.